Event description:
Reporter stated that a patient's blood glucose was measured, using the suspect device, with back-to-back results of 98 mg/dl, 274 mg/dl, and 91 mg/dl. Reporter indicated that patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. A level-one control test was performed on the system and the result was in the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.